Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain, device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with two 350cc mentor memorygel breast implants, suffered neck and back pain due to the weight of the implants, post-procedure. In addition, the patient also had pain when taking deep breaths. As a result, the patient underwent bilateral removal surgery on (B)(6) 2021. Upon removal of the right breast implant, although noted to be intact, had a bleed of silicone though its shell. Lastly, it was noted that the implants had significantly drifted laterally, which was stated could have led to the pain the patient experienced. Subsequently, the implants were removed with no indication of replacements. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).